Event description:
Procedure: "urological." Reportedly, after the procedure was completed, a surgeon confirmed a metallic piece was located on the fascia. The piece was retrieved and there was no injury to the pt reported.